Event description:
A malfunction alarm identified as malf 12 was reported, and no notable events occurred before the malfunction. There was no information provided about any adverse impact on the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was informed that they could continue using the pump and to contact support again if the malfunction reappears, which the caller understood.